Manufacturer narrative:
1020379-2018-00074 is associated with argus case (B)(4), polident denture cleanser tablets.

Event description:
I took a few drinks of the polident solution by accident thinking it was alka seltzer. [Accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident denture cleanser tablets) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident denture cleanser tablets (dental) at an unknown dose and frequency. On an unknown date, an unknown time after starting polident denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser tablets. Additional information, adverse event information was received on (B)(6) 2018. Consumer stated, " I took a few drinks of the polident solution by accident thinking it was alka seltzer. I am calling to try and find out if I'm going to have any kind of reaction".